Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic promontofixation, when fixing the mesh, the handles were blocked and no more tacker was able to be fired. Fired tacks were unable to penetrate the tissue. They used another device to complete the procedure. There was no patient injury.